Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered on this patient's pacemaker due to out of range impedance measurements from this right ventricular lead. A review of the daily measurements noted impedance ranging from 310 ohms - 910 ohms and then back down to 310 ohms. A revision procedure was performed and the lead was removed from service and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot conifrm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.